Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was as low as 40 mg/dl. The customer reported that the cause "varies" and glucose would be consumed to address the low bg. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.